Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, a burn was noticed at the abdominal port site. The skin appeared black and charred. The burned area was trimmed off, excised, and re-approximated. It was reported that a monopolar device was used through the morcellator trocar. The procedure required five hours to complete.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. Incisional burn occurred - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00992. The same patient is represented in each medwatch.